Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage on the keypad traces also, with corroded battery tube. No display ramping on its own anomaly noted. The insulin pump has minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer called in to report a keypad anomaly while setting a bolus. The customer could not recall any significant events leading to the issue. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.